Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent was implanted during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant pancreatic stricture near the ampulla. Reportedly, the patient¿s anatomy was not tortuous. Following stent deployment, the physician attempted to remove the delivery system but it got caught on the stent. The physician rotated the delivery system and it was able to be removed from the patient. According the physician, the delivery system moved the stent from its original location but it had moved to a more desirable position. The physician noted that the stent was 80% expanded when the delivery system was removed and there was no issue with the stent expansion. The stent was left in place to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.